Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the customer called in and stated they had a bravo capsule failure to attach. There was no harm to the patient and a repeat procedure was not performed. There was nothing unusual about the patient or the procedure itself that led to the event. An endoscopy was performed prior to the procedure and the esophagus appeared normal. The user is not sure what caused to failure to attach.